Event description:
The customer reported that the system displayed an error message and froze up during initial start up. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an over the phone evaluation. The service representative was able to resolve the issue via over the phone directions to the customer. The system was tested and found to be working as intended and put back in service.